Event description:
A nurse reports that following lasek surgery on the right eye with customer hyperopia/astigmatism, this patient was over corrected by 4 diopters at 11 days post-op. Limited patient records have been provided and indicate that pre-operative sphere for the right eye was 3.25 diopters and post-operative sphere was -2.00 diopters. Additional information has been requested.